Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing found a defective downstream occlusion (dso) sensor, defective air detector, and an old real time clock (rtc) battery. The dso sensor, air detector and rtc battery were all replaced. Analysis notes the customer reported issue was due to the old rtc battery.

Event description:
It was reported that the device indicated revision, 0, no more details provided. It is unknown if there was patient involvement. No patient harm/adverse event was reported.